Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device "returned wrong saturation for newborns." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device was returned without a battery but was able to power on with a known good battery and using ac power. During evaluation the device passed all visual and functional testing. During simulation testing, the device provided accurate measurements during testing with both manual and preset conditions. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the device "returned wrong saturation for newborns." No consequences or impact to patient were reported.